Manufacturer narrative:
(B)(4). Evaluation summary: the event was confirmed; the material had twisted along the length of the graft cover. The root cause of the event could not be conclusively determined; however, it is most likely due to a combination of the patient¿s morphology causing increased difficulty in advancing the delivery system, resulting in the graft cover twisting.

Event description:
A valiant stent graft system was implanted in a patient for the endovascular treatment of a 6.3 cm in diameter thoracic aorta aneurysm. It was reported that a quadruple bypass and a debranching of the brachiocephalic, carotid, and left subclavian was performed prior to the stent graft insertion, creating a proximal seal zone for the stent graft placement. A valiant 38x38x200 was implanted proximally and extended distally with two valiant 42x42x200 and 42x42x 150 stent grafts. A final angiogram revealed a proximal type I endoleak. The physician wrapped/banded the proximal portion of the aorta (since patient was still open from the bypass) and did another angiogram. There was still a proximal type I endoleak. Another valiant stent graft was inserted in the patient for extending proximal, to the level of the bypass graft. A valiant 38x38x100 was inserted however it was not able to be advanced to the intended landing zone, around the thoracic arch. The physician pulled the valiant delivery system back, to exchange guidewires. Upon pulling back of the valiant device the system outside of the sheath the delivery system was twisted. The physician didn't want to put the delivery system back into patient because of the twisted cover. The physician decided to close and anticoagulant patient. The physician does not know the cause of the events. The patient will be monitored by the physician. No additional clinical sequelae were reported and patient is fine.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.